Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. On 3/10/98, the following was reported to datascope: the iabp alarmed "check catheter". The catheter was not pumping. A kink was noted in the catheter near the hub. Therapy was discontinued by the dr and a small amount of blood was noted in the balloon membrane. [Event complications]: none from the event-reported 1/14/98 and 3/10/98. [Pt's current status]: home on 1/28/98.